Event description:
It was reported from labor and delivery unit that the incorrect concentration was selected on modules for magnesium sulfate, infusing into the primary line, with the concentration of 20g/500ml, programmed as 2g/500ml, intended to run at 2g/hour, but instead ran at 20g/hour due to the concentration entity. The pump ran at 10 times the intended rate. It was reported that there was no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Additional information provided: a.2, a.3, a.4, d.11 & h6. The report that an incorrect concentration for magnesium sulfate was selected was confirmed. Review of the device error logs found no errors during the time of the reported event. Analysis of the pcu event log shows that the only device used to program mag sulfate on (B)(6) 2020 was pump module s/n (B)(6). The event description stated that an incorrect concentration of magnesium sulfate was selected on the modules, however the correct concentration was not provided. The profile med/surg/womens has two choices for mag sulfate l&d, mag sulfate l&d 20gram/500ml (drugid 223) and a custom concentration of mag sulfate l&d (drugid 224). The pcu event log shows the user programmed pump module s/n (B)(6) at 4:43 pm with a custom concentration infusion of mag sulfate l&d (drugid 224) and entered parameters that made the concentration 0.004gram/ml (2gram/500ml), rate 500 ml/hr and vtbi 500 ml. At 5:34 pm, the user programmed the device with a custom concentration infusion of mag sulfate l&d (drug ID 224) and entered parameters that made the concentration 0.04gram/ml (20gram/500ml), rate 50ml/hr and vtbi 100ml. At 6:04 pm, the user programmed the device to infuse mag sulfate l&d 20gram/500ml (drugid 223). The concentration was 0.04gram/ml. The user entered 2gram/hr for the dose, which made the rate 50ml/hr and entered 500ml for the vtbi. The dose was changed to 3gram/hr, making the rate 75ml/hr at 6:20 pm and then change at 11:08 pm to 2gram/hr, making the rate 50ml/hr. The root cause of an incorrect concentration of magnesium sulfate being selected was identified as programming (custom concentration programming). No device was returned for investigation. Device history: review of the pump module s/n (B)(6) service history record showed that the device has a manufacture date of 26 march 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 19 may 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed that no production failure records were opened for the source device.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the incorrect concentration was selected on modules for magnesium sulfate. Although requested additional information was not provided.